Event description:
It has been reported to us that during the procedure, the marker band on the aspiration catheter became dislodged and remains inside the pt's right coronary artery. The physician inserted a guide catheter into the pt's right coronary artery. The physician inserted two guide wire's 180 cm in length into the pt. The physician inserted a balloon catheter and pre-dilated the vessel. The physician removed the balloon catheter. The physician noticed that there were numerous clots in the right coronary artery. The physician inserted the aspiration catheter over one of the guide wires and advanced it forward for aspiration. The physician then attempted to remove the aspiration catheter and pulled back the catheter into the tip of the guide catheter and the tip of the aspiration catheter the marker band became detached and lodged into the right coronary artery. The physician was unable to retrieve the separated marker band and it remains inside the pt. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.